Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Performed manual sound test and passed. Performed manual sound test "try it" feature: passed. Receiver functional tester: passed all relevant testing. Open receiver case for internal visual inspection: passed. Measure the speaker resistance. Speaker resistance within specification, 7.27 ohms. Receiver log review: perceived no/intermittent audio due to screen wake-up found in the log within the investigation window. The customer's complaint was not confirmed because there is an indication of an audio output. The reported event of no audio output was not confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.